Event description:
A hospital in (B) (6) reported via the distributor, that the mr290 humidification chamber water bag spike air filter had been pushed away from the spike while in use. Water from the water bag was then able to exit through the opening in the spike. No pt consequence was reported.

Manufacturer narrative:
(B) (4). Method: the returned mr290 chamber water bag spike was visually inspected for a missing air filter. Results: the air filter in the water bag spike is used to provide pressure equalization in rigid water bags as the water drains. The filter was missing from the spike when inspected, which according to the hospital, detached during use. A lot check showed this to be the only complaint device received in this lot for a loose air filter. Conclusion: the air filter was either not correctly assembled in the spike during production, or the dimension was incorrect, leading to insufficient retention in the water bag spike. When in use under pressure the filter became detached. Without the air filter being returned, the dimensions cannot be checked. All humidification chambers undergo a pressure test during production, which would detect a missing air filter prior to distribution. (B) (4).